Event description:
It was reported that when the patient turned at the waist to the right, noise was seen on both the right atrial lead and the right ventricular lead. The right atrial lead was reported to be oversensing the noise and the right ventricular lead was not sensing the noise; however, the short interval counter was elevated, indicating oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.